Event description:
Company received a summons claiming that their garment caused the death of patient who had undergone liposuction. The garment was sold by distributer to medical center and prescribed by dr. Company has no further information. Facility stocked several brands of compression garments and company is not 100% certain company manufactured this product.